Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 520 mg/dl. A bolus was delivered; however, the customer did not see insulin exit from the tubing. An insulin injection was administered to address the bg level. The customer was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with fluids and insulin. A pump system check was performed and the infusion set tubing was found to be blocked. Multiple follow up attempts were made to obtain additional information such as hospital discharge status and infusion set information/manufacturer. However, the customer did not respond.